Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An exterior visual inspection of the returned cycler showed no signs of physical damage. There were visual indications of dried fluid within the cassette compartment. There was visual indication of particulates within the cassette area. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. The voltage verification check failed as the machine displayed a ¿m01-19¿ alarm upon startup. The failure was traced to a bad backplane which was replaced for further testing. The voltage verification check then passed. The system air leak test passed. The valve actuation test passed. A failure was traced to thermal decomposition on integrated circuit twenty-three (ic23) on the input/ output (I/o) board. The I/o board was replaced for further testing. The teach pumps test then failed. The failure was traced to dust on optical sensor b. The optical sensors were cleaned and then the test passed. A pre-ast 15 min 1000ml simulated treatment was performed without any failures or problems. There were visual indications of dried fluid under the pump assembly and the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be a short circuit on integrated circuit twenty-three (ic23) on the input/ output (I/o) board. The cycler was refurbished following the evaluation.

Event description:
A peritoneal dialysis (pd) patient contacted fresenius technical support to report a liberty select cycler alarmed with the message ¿m44.1 flowpath error¿ during fill 1 of 4. The issue occurred twice during that evening. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Multiple attempts have been made to contact the customer to obtain additional information related to the reported event. At this time, no additional information has been provided. Should additional information become available, the file will be updated accordingly. The cycler was returned to the manufacturer, and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of a short circuit on integrated circuit twenty-three (ic23) on the input/ output (I/o) board was identified.